Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump over infused leucovorin to a pt during therapy. The customer stated the pump was programmed to infuse 300 ml at ta rate of 600 ml/hr. It as not specified how much fluid was over infused. The customer tested the device and could not reproduce this condition. Furthermore, the customer believed this issue was due to user error. Finally, it was reported there was no pt injury;.